Event description:
It was reported that benelux marketing reached out regarding the availability of ifus for the mentioned products. A customer indicated that they did not receive physical ifus with the items. Could you please confirm whether this product family has moved away from paper ifus and now provides only eifus? In this case, was there an alternative way can guide the customer to access or request the ifus for the concerned products? Material - bx165820.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.